Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 02/12/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported while transferring the vaccine dose from the vial, the needle detached and retracted into the syringe body during the withdrawal movement of the plunger.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct type of investigation code provided in the initial MDR 3014312726-2025-00012. The previously reported type of investigation code - 4101 (related medical device from same lot returned) was incorrect. The correct type of investigation code is 10 (actual/suspected device returned).